Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the power pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there was no discharge. There was no patient involvement.